Event description:
A tandem mobi cartridge alarm was reported, confirmed by the customer as having occurred during the load process. Blood glucose levels were not adversely affected, staying below 500 mg/dl. The customer followed the app instructions to manage the cartridge, and customer support confirmed a history of similar alarms, leading to the decision to replace the pump.